Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported concern that the implant may have shifted and noted swelling and tenderness at the implant site about 2 days ago. Patient stated that they did not currently have insurance coverage and expressed concern about potential costs if the physician recommended implant battery replacement. Patient also inquired whether medtronic would cover the cost if the physician recommended implant battery replacement. Agent redirected patient to their healthcare provider for evaluation.